Manufacturer narrative:
The reported incident that a ¿drill bit axsos 3 ti locking, short, ø3.1 x 216mm¿ was stuck within a ¿drill sleeve, locking ø3.1mm, short¿ (s-36 / component/device stuck) could be confirmed, since the devices were returned for evaluation and they match the reported failure mode. The device inspection revealed that the drill bit was stuck in the cannulation of the drill sleeve and could not be removed. Both devices have significant signs of usage. The visible surface of the drill bit is quite scratched, mainly on the handle, part of the written text is faded, while the edges of the threaded tip are slightly deformed. The drill sleeve has also scratches around its surface, particularly on the polygonal part, just above the orange identification line. For further investigation the two devices were separated in the lab. This revealed that part of the surface of the drill bit that was inside the sleeve, is deformed, with circular scratches, signs of corrosion and welding, and a deep dent in a circular format. On the other hand, the inner surface of the sleeve is clean, but has scratches close to both edges. On the side of the threaded tip, the inner surface has circular scratches, which were most likely caused during rotation of the drill bit. These scratches are similar to those on the surface of the drill bit, which implies that something was stuck between the two devices and during rotation, both surfaces were deformed. The manufacturing protocols were reviewed and did not indicate any deviations from the specifications. Therefore both devices were not delivered stuck or with deformed surfaces, but became like that upon usage. A functional inspection ¿ inserting and removing the drill bit into the cannulation of the drill sleeve ¿ revealed that the drill bit can easily be inserted into the cannulation and can go through the other side, only until the threaded tip, and then it is stuck. Further investigation of the received sleeve with a brand new drill bit revealed that also the new drill bit is stuck in the exact same position and cannot go through the sleeve. This means that both drill bits function according to the specifications and therefore did not contribute to the reported failure. Such a surface deformation is likely to have happened due to not proper use. If during rotation of the drill bit through the drill sleeve, excessive force was applied, in combination with violent moves and even potential debris, the inner surface of the sleeve could definitely become deformed and create dents that would not allow the drill bit to pass through. Such an environment could also deform the surface of the drill bit. Therefore, as stated in the IFU: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants!¿ furthermore, ¿only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ users should always read the instructions provided before using a specific instrument/implant. The surface of the both devices is quite deformed and consequently they cannot function properly. A deviation from the instructions for cleaning and sterilization could also affect the devices` bodies. It is clearly stated in the cleaning and sterilization guide that ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient.¿ it was reported that the devices have been used/sterilized more than 9 times. Both devices are made out of steel and if the appropriate conditions were not observed both could become rusty. As a consequence, this rusty and rough surface, in combination with excessive torque and twisting forces applied, can lead to deformations and even breakages. The IFU clearly states that ¿instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use.¿ moreover, ¿before preparing for sterilization, all medical devices should be inspected. [¿] all parts of the devices should be checked for visible soil and/ or corrosion.¿ and in all cases ¿the indications, instructions and warnings provided by the supplier of the cleaning agent and/or disinfectant should be followed.¿ if the drill bit and the sleeve have not been used carefully and under appropriate cleaning conditions, it is quite possible that their integrity could have been compromised, which is definitely a deviation from the specifications. Furthermore, for cannulated instruments, the users should always ¿ensure that bone debris does not accumulate in the cannulation of the instrument.¿ the combination of violent rotating moves with some debris left in the cannulation of the drill sleeve, can definitely lead to a jammed situation. Therefore appropriate cleaning and inspection should be performed in order to avoid any of the mentioned situations. According to the cleaning and sterilization guide, ¿pay particular attention to cannulations and blind holes. [¿] generally un-magnified visual inspection under good light conditions is sufficient. [¿] particular attention should be paid to recessed features (holes, cannulations). Last but not least, if the drill bit has been used many times, the surface could become deformed, and as a result lead to a jam situation. In the cleaning and sterilization guide it is written that ¿stryker trauma and extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ however, it is advised that the drill bits should be considered as ¿single patient use devices.¿ therefore they should not be used in more than one surgical operation. ¿in case of failure, the instrument must be replaced and not be used.¿ based on the above-mentioned observations, it can be concluded that the root cause was attributed to a user related issue due to a not proper use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Axsos3 proximal tibia loan kit case (booking 3429059), after insertion of 2 partially threaded cancellous screws, drilling proximal middle locking screw with 3.1 drill bit (705031s), drill bit hit cancellous screw. Surgeon backed out suspected screw and drilled again, again chatter like sound and resistance encountered, second cancellous screw backed out and again resistance encountered. It was clear at that stage that drill had been fused with locking drill sleeve (705004). Sleeve with drill attached, was removed from plate interface with aid of pliers. Unable to be separated. As only 1 of these drill bits sent, substitute hospital owned 3.2mm drill used for near cortex and length drilled with 2.5mm drill sent as part of loan kit. No damage to hole in plate and middle proximal hole able to accommodate undamaged drill sleeve and locking hole utilised as intended.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Axsos3 proximal tibia loan kit case (booking (B)(4)), after insertion of 2 partially threaded cancellous screws, drilling proximal middle locking screw with 3.1 drill bit (705031s), drill bit hit cancellous screw. Surgeon backed out suspected screw and drilled again, again chatter like sound & resistance encountered, second cancellous screw backed out & again resistance encountered. It was clear at that stage that drill had been fused with locking drill sleeve (705004). Sleeve with drill attached, was removed from plate interface with aid of pliers. Unable to be separated. As only 1 of these drill bits sent, substitute hospital owned 3.2mm drill used for near cortex & length drilled with 2.5mm drill sent as part of loan kit. No damage to hole in plate & middle proximal hole able to accommodate undamaged drill sleeve & locking hole utilised as intended.